Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 164 mg/dl and 45 mg/dl, and the meter bg reading was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.